Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer ultimately contacted a healthcare provider to obtain an alternate for of insulin therapy.